Event description:
It was reported the pt experienced issues with recharging. The pt had lost about 35 pounds in the past few months and the ins was loose in the pocket. The pt was unable to get any coupling bars. After manually manipulating the ins in the pocket, the device flipped over and then the pt was able to get 8 coupling bars. It was also reported the pt experienced a loss of therapeutic effect on one side after flipping the device. The pt was seen in the clinic. Impedance values were >20000 ohm on all electrode pairs 0-7. Electrode pairs between 8-15 were in normal range. Add'l info received indicated the event was attributed to a broken extension. An x-ray performed on (B) (6) 2009 confirmed the break. The pt is to have surgical revision in the future but is unable to afford the repair at this time.

Manufacturer narrative:
(B) (4)